Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of a blunt knife; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review and complaint history review could not be conducted. The photos attached to the parent complaint were reviewed by the manufacturing site. The photos are of a knife tyvek label and a custom pak label, the reported product and lot information was not confirmed. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. Data will continue to be monitored for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample or lot number has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a knife was blunt during a cataract surgery. There was no report of any patient harm. Additional information has been requested but none received.